Event description:
The customer reported weak false positive reactions of a sample with seraclone anti-a art-no. 801325100, lot 70003130-03. The customer has sent us the pt sample and a vial of the complained lot of reagent. Pt sample was tested with complaint sample in the immediate spin method. The reactions were clearly negative. Even during a longer incubation at 4 degree c which is not according to the informations provided in the instruction for use, a clear negative reaction was observed. Unfortunately molecular typing of the abo blood group was not possible because the pt's sample did not contain suited calls for that. Testing of the quality control laboratory confirmed the correct function of the affected seraclone anti-a lot. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product.

Manufacturer narrative:
Stn# 125219.